Manufacturer narrative:
The bench technician observed that the tempus pro does not boot. The bench technician observed that the trizeps board has become unseated from the sbc. The trizeps board was seated back into position and the h frame which secures the trizeps board in place was replaced. Based on the information available and the testing conducted, the cause of the reported problem was an unseated trizeps board. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the pro s/n (B)(6) which the screen does not turn on with direct feed attached or full battery.